Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the event could not be determined. However, the reported was confirmed and it is likely that damage on serial digital interface terminal was the cause of phenomenon. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high definition liquid crystal display monitor sdi 1, serial digital interface, is not connected; the connector is broken and there is no image. The issue occurred during an equipment inspection by olympus staff. There were no reports of patient harm.